Event description:
It was reported that the user experienced an episode of hypoglycemia with a documented lowest blood glucose of 39 mg/dl, with cause unclear and no identifiable precipitating factor from troubleshooting; the user plans to review reports with a diabetes educator. Symptoms included difficulty walking and thinking consistent with neuroglycopenic effects of low glucose. Outcomes included recovery after self-treatment with oral carbohydrates, including approximately two cups of juice and food, without need for emergency care or hospitalization. Investigation included complaint intake, user interview, and review of available information to assess potential device or use-related factors. Investigation of this case revealed no device malfunction reported and no specific contributing factor identified, aligning with hypoglycemia of undetermined etiology. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.